Manufacturer narrative:
Manufacturer could not identify the suspected product but the suspected products are catalog no: 5107811, lot no: unk, quantity: 1. Catalog no: 5107814, lot no: unk, quantity: 1. Catalog no: 5107817 lot no: unk quantity: 1. Catalog no: 5107820, lot no: unk, quantity: 1. The device is not returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date in (B)(6) 2016, intra-op, a stability pin came out of the bone and damaged a vessel. It was reported that due to variations in sacral slope and also the angle that the blade engages at the l5-s1 disc, the pins do not engage well. In this case, the pins disengaged completely and lacerated the common iliac and about 500ml of blood was lost while securing the vessel. The case was completed using the pins from the l2-l5 sets.